Event description:
Physician was attempting to use impact av balloon to treat  strong calcified lesion in patients sacrifice vein. The product was prepped per IFU. It was reported a balloon rupture occurred at 14 atm.  Sheath was inserted, followed by  the guidewire (035 radifocus) into the lesion cross, non-medtronic (kaneka 35yoroi h.c. (6 mm/40 mm)) was used to inflate the entire lesion, the impact av6 mm/120 mm was used, then during inflation balloon rupture occurred and impact. The av6 mm/120 mm was reinflated and the procedure was completed. No patient injury reported. After the impact av balloon burst occurred, the device was removed (no intervention was required to remove the device and the device was safely removed from patient) and a new impact av device was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.